Event description:
It was reported that six weeks after an inflatable penile prosthesis (ipp) was implanted, it was noted that the left cylinder was not inflating. A resonance exam was performed, and it was confirmed that the left cylinder was not inflating as expected. A surgical procedure was requested to address the experience. However, it has not been scheduled yet. There were no patient complications.